Manufacturer narrative:
No further information is available at this time. This investigation will be updated should further information become available.

Event description:
It was reported that this defibrillation lead exhibited gradually increasing shock impedance measurements reaching high out of range. Technical services (ts) discussed possible causes and recommended a commanded shock. Further evaluation of the lead is expected at next follow up. This lead remains in service. No adverse patient effects were reported.